Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed a 'pulse generator fault' (fallback-safety mode) message and the physician elected to replace the device due to patient pacing requirements (dual chamnber pacing).